Manufacturer narrative:
The technician found all brake casters are not holding when in brake mode because the brake pads need adjusting. The most likely cause is normal wear and tear. The most likely cause is normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performs preventative maintenance on this bed. The brake pads were adjusted on each brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the brakes are not holding. The stretcher was located in the basement down bed area at the facility. There was no pt/user injury reported. (B)(4).